Event description:
During an unspecified procedure, the suture broke.

Manufacturer narrative:
1/28/1998-supplemental report #1 submitted to FDA. It has come to our attention since the submission of our initial report on 5/20/1997 that this event was previously reported by us under a different MFR report number. As this is a duplicate report, please disregard the event submitted under this reference number (1219930-1997-01093).